Event description:
The customer reports that the screen on the system went black and the system did not boot on recycle. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system cycled 12 times with no failures. The ge service rep pulled the log files for evaluation. The customer monitored the system for 7 days with no further issues.